Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: seven customer samples were received for evaluation. The top web was misaligned on all seven samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5282888. Conclusion: root cause the top web was not aligned properly during package sealing.

Event description:
It was reported that the 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter arrived at the facility in an unsealed package. Lot not used on patients because sterility was compromised.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.